Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead had insulation damage and exhibited noise and high capture threshold. The lead was explanted and replaced. The patient was stable throughout the procedure.